Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer's insulin pump died and would not turn back on despite changing out the battery thrice. The customer's blood glucose was 139 mg/dl. No damage or corrosion was found and the battery cap contacts were not missing. The display did not return after the customer was advised to insert a new battery. The customer stated the battery cap would not go on correctly and seal. The customer was then advised to clean the battery cap contact and insert a new battery and the display did not return. The customer was advised to discontinue use and revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).